Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens tore during insertion. The lens was removed without any pt injury. The reporter acknowledged that the surgeon has been using an injection system other than the one we recommend with this lens.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product showed that the optic was torn in several places and a haptic was bent. There was a clear surgical residue on the lens.